Event description:
The motor that drives the air pen does not function. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed, the motor had been damaged and the lot number provided could not be verified. The motor was analyzed for conformance to print specifications and for functioning. The review revealed that the motor was manufactured according to the specifications and visual inspection revealed the ball bearings were damaged. The investigation was unable to determine the exact cause of the failure. It is possible that the recommended lubrication after the cleaning process was not carried out properly. The motor was manufactured according to the specifications. This complaint has been determined to be indeterminate. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.